Event description:
It was reported that the customer's insulin pump became chipped at the battery chamber. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. A test battery cap was inserted for testing purposes and the device failed battery test due, to corroded battery tube. Low battery alarm could not be verified, due to failed battery test alarm. The insulin pump had broken battery tube threads, a cracked case at the display window corner and minor scratches on the lcd window.